Manufacturer narrative:
Follow-up #1: date of submission 05/05/2016 device evaluation: the device has been returned and evaluated by product analysis on 04/18/2016 with the following findings: a review of the black box indicated an ¿auto off¿ alarm occurred on (B)(6) 2016 at 02:27, followed by 8 unexplained ¿loss of prime¿ warnings beginning (B)(6) 2016 at 23:24. An ¿auto off¿ was recorded on (B)(6) 2016 at 12:18 and deliveries never resumed. The black box indicated the following: a ¿replace cartridge¿ alarm on (B)(6) 2016 at 22:46 with deliveries resumed (B)(6) 2016 14:30; an ¿auto off¿ alarm (B)(6) 2016 08:43 with deliveries resumed the same date at 13:22; an ¿auto off¿ alarm at (B)(6) 2016 10:01 with deliveries resumed the same day at 10:16; an ¿auto off¿ alarm (B)(6) 2016 07:28 with deliveries resumed the same day at 07:55. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No errors, alarms, or warnings occurred during investigation. The meter remote was also returned and investigated and no defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the patient was in the emergency room due to high blood glucose (bg) associated with inadequate pump training. No further information was provided. There were no reported bg values, signs, or symptoms and the reporter did not provide information regarding how the patient's bg was treated. Troubleshooting could not be completed at the time of initial contact. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being ruled out based on the allegation that the patient experienced hyperglycemia requiring medical intervention associated with inadequate training for the pump.